Manufacturer narrative:
The sample was collected in a 13x100mm serum tube with a gel separator. Qc is performed once per day, and was within the established ranges prior to and on the day of event. A routine system check was performed on (B)(4) 2011 and the results were within the instrument specifications. There was no error messages posted to the event log in connection with this event. Bci customer technical support (cts) had the customer perform a level sense test on the main pipettor, all testing results were within the instrument specifications. Service was dispatched on (B)(4) 2011 for this event. The field service engineer verified ultrasonic voltage, the service loop and associated fluid connections and alignments, and made minor alignment adjustments as needed. The fse performed a high sensitivity system check which passed within instrument specifications. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated thyroid stimulating hormone (htsh) result above the normal reference range generated by access 2 immunoassay analyzer for one patient. The result was not reported out of the laboratory. Subsequent testing produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.